Event description:
Customer reported an abo discrepancy using anti-a (series 1). The patient tested b positive on the galileo. The patient is historically an a1 negative patient.

Manufacturer narrative:
Reviewed instrument camera images. Negative or weak reactions were seen with anti-a. Review of labeling: per the limitations of the package insert for the anti a and anti b blood grouping reagents, certain subgroups of a and b may produce reactions that are weaker than those obtained with a or b red blood cells of most random donors. Depending on the subgroup involved, some may appear nonreactive in direct agglutination tube, microtitration plate or slide tests. The sample appears to be asubb with anti-a1.